Event description:
After nearly 2 years of cochlear implant use, this pt developed pain in the face and ear. Although testing with a facialis monitor did not reveal facial nerve stimulation, the pt opted to be explanted and reimplanted with a new device in 2004.